Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia with regular cycle') in an adult female patient who had essure inserted. The patient's medical history included menorrhagia, ovarian mass, dyspareunia, uterine enlargement, tobacco abuse and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci-assisted total hysterectomy with left rso, left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: -satisfactory location of the micro-inserts with tubal occlusion bilaterally.. Concerning the injuries reported in this case, the following one was described in patient¿s social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received: previously reported event: 'medical device removal' was replaced by 'menorrhagia with regular cycle'. Medical history, lab data, removal date, patients date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.